Manufacturer narrative:
Due diligence was performed for the event with additional information received. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device tissue pad was worn and partially peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, approximately 30 minutes to two hours into a therapeutic gynecological procedure, half the device tissue pad peeled back. No part of the tissue pad came off. There were no error messages received at the time of the event. The procedure was completed with a new similar device without any delay. There is no harm or adverse impact to the patient. The patient did not need to be given additional anesthesia. Total procedure time was approximately between two to five hours. The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no anomaly noted. The connections to the generator were checked.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peeled off. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.